Manufacturer narrative:
The ablation procedure was performed on (B)(6) 2016. Cardiofocus was notified of the adverse event on (B)(6) 2016. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Phrenic nerve damage leading to diaphragmatic paralysis. Adverse event onset was during the procedure.

Event description:
Phrenic nerve damage leading to diaphragmatic paralysis. Adverse event onset was during the procedure.

Manufacturer narrative:
The following correction is done in device manufacturers only - event problem and evaluation codes - device code - 2993. The device code was incorrectly listed as 1670 - 2017. The corrceted device code is 2993. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.